Event description:
It was reported that within one day post left ventricular lead implant, the patient was experiencing phrenic nerve/diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the proximal and distal conductors. Concomitant products : 5076 implantable pacing lead (B)(6) 2013; 6947m implantable tachy lead, (B)(6) 2013. (B)(4).